Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report (B)(4) received stating: narrative from staff: while using an emboshield nav6 protection device for the neuro case tip of the wire that the basket is mounted on came off but was not left in the patient. All of the wire was removed. Procedure - left superficial femoral artery stenting (8x5mm viabahn, 7x5mm viabahn). What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working) device malfunction - that is, the device did not do what it was suppose to do. Additional information provided from the site: the hospital declines to provide the physician's name. The material separation of the tip of the wire that the basket is mounted on came off and separated inside the anatomy. It is unknown whether there was resistance during advancement and withdrawal. It is unknown how the separated tip was retrieved. Nothing was left in the patient. It is unknown if the bare wire or another wire was used with the emboshield nav 6. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported tip separation. It may be possible that the tip of the barewire became lodged/stuck within anatomy resulting in separation during removal; however, this could not be confirmed. The reported unexpected medical intervention to remove the separated tip was related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.g2 - report source: company rep removed and user facility added. Attachment user facility medwatch report (2000330000-2022-8044) was added.